Event description:
"After setting up and starting new ivf for the night, IV pump kept alarming either air bubble, or high pressure, 2 nurses were trouble shooting for over 1.5 hours, finally after changing pump, with no difference, new IV tubing placed, and problem was finally resolved." "New IV tubing hung, fluid would not infuse, new tubing eventually placed, without further issues."